Event description:
An alarm issue was reported with the adc device in use with iphone 8 ios operating system version 15.7.7 and app version 2.10.1.7653. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a seizure. The customer was able to self-treat with unspecified painkillers. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 13 mini, ios 16.2, 2.10.1.7653 and successfully scan and receive glucose readings in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section d1 - (brand name) was incorrectly documented in the previous report. Correction has been done.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 8 ios operating system version 15.7.7. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a seizure. The customer was able to self-treat with unspecified painkillers. There was no report of death or permanent impairment associated with this event.